Manufacturer narrative:
Device evaluated by MFR: promus element ous, mr, 4.0x16mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent outer diameter (od) measured which is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypo tube. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The moderately stenosed target lesion was located in the left circumflex (lcx) artery. A 4.00x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent strut was a little bit lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The moderately stenosed target lesion was located in the left circumflex (lcx) artery. A 4.00x16mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent strut was a little bit lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.